Event description:
It was reported, discovered what appeared to be a residue of solidified silicone at the end of the catheter, and was unable to continue using the catheter according to the catheter manual and the requirements of the standard, so a new catheter was reassembled and continued to be used for puncture. It was reported this occurred with five devices. This report addresses all five devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.